Event description:
It was reported by the user that prior to an atec pearl biopsy procedure on (B)(6) 2026, "tech tested the needle and everything was fine. When the doctor would do the biopsy by pressing the pedal, it would not work. Eventually, it worked but when the doctor took her foot off the pedal, it took two more samples." No patient harm was reported; however, injury MDR is being submitted due to unintended additional tissue being removed from the patient.

Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the device at the time of this report. A follow-up report will follow with the information from the DHR.